Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 9/30/15-pfs and medical records received. After review of the medical records for MDR reportability, a correct dor was provided. The patient was revised on (B)(6) 2013 for infection. All implants were removed and spacers were placed. The patient was reimplanted on (B)(6) 2013 with competitor products. The (B)(6) 2013 revision operative note indicated loosening, but didn't indicate which products were loose. Lab results within the pfs indicated the metal ion levels were less than 7ppb. At this time infection ins't alleged per the litigation. All other products are being added to the complaint, but put in as MDR nos. Part/lot is being updated for the head/liner. Update ad 13 sep 2018: com-(B)(4) has been re-opened under pc-(B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges loosening of cup and stem. After re-review of medical records attached in etq, revision notes did not mention any loosening. Doi: (B)(6) 2007 - dor: (B)(6) 2013 (left hip).